Manufacturer narrative:
Other device used: catalog #unk, unknown zimmer femoral head, lot #unk. As stated the reported stem remained implanted. No device or photos were received; therefore the condition of the device is unknown. Device history record review and complaint history review could not be performed as the part and lot numbers are unknown. It could not be confirmed if the stem was used in an approved and compatible combination. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Relevant medical history and adherence to rehabilitation protocol are unknown. A definitive root cause cannot be determined with the information provided. The reported device is used for treatment.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It was reported that corrosion was present at the head and neck junction during a revision.